Manufacturer narrative:
To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of two reports (3007042319-2015-02259, 02260) submitted for devices related to the same event.

Event description:
It was reported by the vad nurse that the patient experienced more electrical fault alarms yesterday and this morning. Logs sent to manufacturer from (B)(6). Preliminary analyses of log files indicate that 19 high watt alarms have been logged since (B)(6) 2014 (date of previous driveline cleaning). The current high watt alarm limit was 7.0w at that time. 29 electrical fault alarms have been logged since (B)(6) 2015. A manufacturer's clinical engineer (ce) was present to evaluate the reported event. Log files indicate contamination. Alarm was active upon arrival of the ce. Contaminants were visible on driveline connector and on the controller connection. There were three (3) blackened pins noted on the driveline connector. The controller was exchanged. Pump off time during the cleaning was approximately two (2) minutes. Per the site, the patient tolerated the procedure well. No further information available. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02259 and 02260) submitted for devices related to the same event.